Manufacturer narrative:
One ev1000 power adaptor was received for product evaluation. The initial review of the product confirmed that damage was restricted to the power supply, so the investigation focused on that component. Review of the power supply confirmed that the ac cord was melted into the ac inlet of the power supply. The outer case for the power supply was then removed, while keeping the ac cord attached. There was clearly smoke and heat damage throughout the power supply. It was also clear that the heat damage was centered at the ac inlet. The ac cord was then pried out of the ac inlet. The ground pin and one of the other ac inlet pins were not present due to vaporization. The plastic around the ac inlet had significant heat damage, but the pcba and the wires and traces connecting to the ac inlet only had smoke damage. Cleaning the pcba to inspect the traces confirmed that the board was not significantly damaged by the heat in the same way the ac inlet was. Based on this, the team was able to determine that the short occurred between the two pins in the ac inlet and was not generated from within the power supply. The trace to the pins would have similarly melted if the source occurred within the power supply and it was not. This would indicate that something entered the ac inlet to cause the short. The short would then have generated enough heat to ignite the ac cord as seen on the unit. The device service history record review could not be completed as the manufacturing records reside at the supplier site and the DHR is not available for review. There is no indication of a manufacturing defect that was noted during the analysis. There are no other system related components that were identified as suspect.

Event description:
It was reported that a patient was being monitored by an ev1000 system. While a nurse was in the room he heard a "zap" and saw a flash and smelled smoke. The nurse noted that the multi-socket outlet was not providing power. It was surmised that the multi-socket outlet was the cause and it was removed from use. The patient was moved to another room. In the second room, the ev1000 was plugged directly into a wall socket. At that time, there was a sound and the ev1000 power supply had flames coming from it. The flames were put out with a fire extinguisher. It should be noted that a nurse tripped on a linen hamper while exiting the room and sprained her ankle. There was no harm to the patient during the event. The patient expired the following day unrelated to this issue.